Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed for the moment. Next report will provide results of this investigation.

Event description:
Reportedly, on (B)(6) 2025, the smart monitor is not able to pair with devices.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The device is not able to pair with devices. Review of the event log did not permit to find the origin of the issue. The most probable hypothesis is that a hardware failure caused the reported event. The main origin could not be established with certainty. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the smart monitor is not able to pair with devices.